Event description:
It was reported to boston scientific corporation that a prolieve thermodilitation kit was used during a procedure performed in 2008 (male patient; age and weight are unknown).according to the complainant, 20 minutes into the procedure, the low pressure warning came up and so, they tried to manually increase the pressure; they could not get the psi above 0. They replaced this device with another of the same device and completed the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
The complaint was confirmed. Visual inspection revealed no visible signs of damage or other imperfections. Water was found leaking from both the anchor and compression balloons. Upon filling the anchor balloon, water began leaking through a pinhole. Upon filling the compression balloon, water began leaking from the proximal bond on the anchor balloon. This is indicative of a bond failure between the anchor and compression balloons, which would create a leak and give the low pressure message.